Event description:
It was reported that a remote red alert was received indicating that this device had entered safety mode. A few days later, the patient presented to the emergency department for unrelated cranial bleeding. Unfortunately, the patient passed away due to this cranial bleeding. At this time, the device remains implanted. It is unknown if the device will be explanted and returned to be analyzed to determine the root cause of the safety mode. There was no indication that the patient death was the result of this implantable device entering safety mode.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that a remote red alert was received indicating that this device had entered safety mode. A few days later, the patient presented to the emergency department for unrelated cranial bleeding. Unfortunately, the patient passed away due to this cranial bleeding. At this time, the device remains implanted. There was no indication that the patient death was the result of this implantable device entering safety mode. This device was subsequently explanted by the coroner and received for analysis.

Event description:
It was reported that that a red alert was displayed on the remote monitoring system indicating that this device had entered into safety mode. The patient was taken to a local hospital and diagnosed with an intracranial hemorrhage, and unfortunately, ultimately passed away. Information was received that the patient's cranial bleeding was not suspected to be related to their crt-p entering into safety mode. The device was explanted and returned to boston scientific for laboratory analysis. At a later date, a boston scientific field representative was contacted by the coroner's office with additional information that the patient experienced a fall and inquired if the fall occurred before or after the device entered safety mode. Based on the laboratory analysis results and updated detail of events, including the patient fall, boston scientific cannot conclusively state that the patient's fall which resulted in an intracranial hemorrhage and subsequent demise occurred before or after the crt-p entered into safety mode. If the fall occurred after the crt-p entered into safety mode, it is possible that the crt-p entering into safety mode may have played some role in the patient falling, but it is not possible to provide a definite conclusion regarding the possible causal connection between the patient's fall and the device performance.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.